Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to assess instrument performance. The fse replaced the valve manifold. The fse then performed unrelated alignment verifications. The fse ran a highly sensitive (hs) system check for foam/no foam detection, all results within specification. The fse performed quality control (qc) and low end precision runs and all results were within specification. The cause of this event is a hardware malfunction. This event was resolved by replacing the valve manifold. The following mdrs and beckman identifiers are related to this event: MDR 2122870-2016-00190: (B)(4); MDR 2122870-2016-00191: (B)(4) (001); MDR 2122870-2016-00192: (B)(4) (002); MDR 2122870-2016-00193: (B)(4) (003); MDR 2122870-2016-00194: (B)(4) (004); MDR 2122870-2016-00195: (B)(4) (005); MDR 2122870-2016-00196: (B)(4) (006) - (B)(4).

Event description:
The customer contacted beckman coulter to report obtaining non-reproducible troponin I (access accutni+3) results for ten (10) patients on the access 2 immunoassay system (serial number (B)(4)) on six days. This report addresses non-reproducible elevated patient result obtained on (B)(6) 2016 for one patient (designated as patient 9) the initial elevated patient results was above the customer's normal reference range. The elevated result was released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The patient's sample was reanalyzed in duplicate on the same access 2 immunoassay system and recovered with lower results within the normal reference range. MDR 2122870-2016-00190 was created to address results obtained on (B)(6) 2016 for patient designated as patient 1. MDR 2122870-2016-00191 was created to address results obtained on (B)(6) 2016 for patient designated as patient 2. MDR 2122870-2016-00192 was created to address results obtained on (B)(6) 2016 for patient designated as patient 3. MDR 2122870-2016-00193 was created to address results obtained on (B)(6) 2016 for patients designated as patient 4, 5, 6 and 7. MDR 2122870-2016-00194 was created to address results obtained on (B)(6) 2016 for patient designated as patient 8. MDR 2122870-2016-00195 was created to address results obtained on (B)(6) 2016 for patient designated as patient 9. MDR 2122870-2016-00196 was created to address results obtained on (B)(6) 2016 for patient designated as patient 10. The customer reported no issues with quality control (qc) recovery until (B)(6) 2016. The customer stated that on (B)(6) 2016 their qc recovery has changed but did not provide any further details. The customer's system check data was all within specification. Patient samples were collected in lithium heparin plasma gel tubes and centrifuged at 5,132 rpm (revolutions per minute) for ten (10) minutes or collected in a lithium heparin plasma gel tubes and centrifuged at an unknown speed for five (5) minutes. The customer reported no visible issues with the integrity of the samples.